Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the patient fell, and the implant incision re-opened. There were no device issues. There were no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the patient fell, and the implant incision re-opened. There were no device issues. There were no additional patient complications.